Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: screw in distal fibula, therapy date: (B)(6) 2019, medical product: biomet ebi bone healing system catalog: #1068234 serial: # (B)(4), therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing symptoms from using the sflx 1 coil. The patient is using the sflx 1 coil on his left ankle. The patient stated that he can't use the device because he has nerve damage down the left leg and to the top of the foot. The sflx 1 coil is constantly rubbing on the patient's skin which makes it feel like a bad sunburn. The patient did contact his doctor and the doctor provided a script to switch the patient to a different device for treatment. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer updated to no. Method code updated to 4114: device not returned . Results code updated to 3221: no findings available . Conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing symptoms from using the sflx 1 coil. The patient is using the sflx 1 coil on his left ankle. The patient stated that he can't use the device because he has nerve damage down the left leg and to the top of the foot. The sflx 1 coil is constantly rubbing on the patient's skin which makes it feel like a bad sunburn. A new sflx 1 coil was sent to the patient. The patient did contact his doctor and the doctor provided a script to switch the patient to a different device for treatment. The sales representative reported that the patient continued treating with the new sflx 1 coil. It was reported that no further information is available.